Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to greater than 13.9 mmol/l (>250 mg/dl) while wearing the pod for an undisclosed time. The patient reported that they went to the hospital due to high bg levels. The patient stated that the nurse brought them to the emergency room wing and did not allow them to leave before getting their bg levels under control. The patient was at the hospital for entire day, arriving in the morning and leaving at around 6 or 7 pm. The patient could not recall the date of the event as it occurred a couple of months ago. The patient reported their symptoms included heart racing and frequent urination. There was no diagnosis provided by the hospital. The patient was put on an intravenous drip and was advised to remove the pod from their back and apply a new one when they returned home. The patient reported that the cannula might have been a little bent over when it was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.